Event description:
On (B)(6) 2008, this patient underwent endovascular repair of an abdominal aortic aneurysm using gore excluder aaa endoprosthesis. The preoperative aneurysm diameter measured 91 mm. On (B)(6) 2008, follow up computer tomography (CT) showed by a type 2 endoleak. The aneurysm diameter measured 92 mm. On (B)(6) 2009, a follow up CT showed the persistent type 2 endoleak. The aneurysm diameter measured 93 mm. On (B)(6) 2009 the patient underwent a coil embolization procedure to treat the type 2 endoleak. The endoleak was resolved and the patient tolerated the procedure.

Manufacturer narrative:
Results - a review of the manufacturing records for the device verified that the lot met all pre-release specifications. Conclusions - users are made aware of the risks associated with type ii endoleaks in the IFU and are instructed to consider the risks and benefits discussed in the IFU for each patient before using the devices.